Event description:
It was reported that the display screen of the device recharger faded off and on. It was noted that the event referred to a replacement recharger. The reporter stated that all connections were checked and it was verified that the outlet was working. It was noted that there were 0-6 (of 8) charge coupling bars. It was reported that the device was working on the first quartile (0-25% charged) and the recharger was 25% charged. The reporter stated that there were coupling and/or communication issues. It was reported that the previous week a different recharger was used with the patient's device and it worked better, so a recharger from repair was sent. The reporter stated that in the middle of the night some nights, the device shut itself off and the patient began to have a return of symptoms such as shaking. It was noted that this had only occurred since the recharger replacement in (B)(6). It was unclear when the recharger was replaced or how many times it had been replaced. Two weeks later it was reported that the cause of the event was likely that the patient and/or family did not know how to properly recharge the device. The reporter also stated that it could be a problem with the recharger. It was reported that the patient experienced a return of symptoms such as tremor, stiffness, and rigidity. It was noted that there was no hospitalization and no injury. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 37752, serial# (B)(4), product type recharger product ID 37642, serial# (B)(4), implanted: 2010-(B)(6), product type programmer, patient product ID 3387-40, lot# j0125631v, implanted: 2004-(B)(6), product type lead product ID 3387-40, lot# j0125631v, implanted: 2004-(B)(6), product type lead, (B)(4).